Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet sleep/wake button became temporarily unresponsive while the device was in a clip and facing the user¿s body, preventing immediate screen wake to announce a meal; functionality returned after about ten minutes and remained normal thereafter, and the user noted a similar past experience on a prior ilet that had been replaced for an unrelated alert. Symptoms included a transient inability to wake the device screen using the sleep/wake button. Outcomes included no alarms, no glucose-related adverse events, and no hospitalization. Investigation included customer interview and device use review. Investigation of this case revealed a temporary user interface/button responsiveness issue associated with the device¿s sleep/wake control, with normal function restored without intervention. It was concluded, based on previously established findings for similar reports, that the cause was undetermined.